Event description:
Per the clinic, a CT scan performed on (B)(6) 2015 revealed the array was implanted in the mastoid air cell. Subsequently the device was explanted on (B)(6) 2015; during the same procedure the patient was re-implant with a new device.

Manufacturer narrative:
This report is filed january 22, 2016.